Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and experienced high blood glucose and their insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. The customer states the drive support cap appears normal. The customer was advised to revert to the backup plan. The customer was advised the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.